Event description:
There was no pt involved in this event. The device malfunctioned because it failed to switch on. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The returned pad device was dispatched from heartsine in (B)(6) 2006. The returned device was disassembled and it was revealed that the c161 component had only recently become detached. The pad was originally dispatched in (B)(6) 2006 and the problem was reported (B)(4) 2011, so it is therefore assumed that the device operated to specification for 5 years. It is considered likely the component became detached due to excessive pressure applied to the on/off switch. The pad pak, which contains the electrodes and batteries, is labelled for single-use but the samaritan pad 300 and 300p devices are for multi-use.